Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the doctor notified the manufacturer representative (rep) tha the patient was explanted on (B)(6) 2018. It was reported that the entire system was removed due to a possible infection. The rep was not present or aware of the explant at the time. This was all the information the rep had regarding the matter. It was reported that the explanted occurred on (B)(6) 2018. It was indicated that the devices will not be returned for analysis as the customer discarded them. It was asked but was unknown if the devices would be replaced. It was reported that the issue was resolved at the time of the report. No further complications were reported/anticipated.